Manufacturer narrative:
The hill-rom technician found the lift strap was frayed and broken. The account stated that the lift strap was frayed prior to this incident. The lift strap ripped where it was frayed. In the instructions guide for golvo, it is stated: before lifting, always make sure that the lift strap is not twisted or worn and can move in and out of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the lift strap to resolve the issue. The hill-rom technician inspected the lift strap after installation to ensure it was functioning as designed and found no issues. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the lift strap broke while moving a patient. The lift was located in the patient area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).